Event description:
The representative reported that at follow-up, ten days after re-placement of the leads, all surgical incisions had shown acceptable healing. Subsequently, the patient had used a hot tub (the exact date was provided), and had developed an infection of the pulse generator pocket. Specific patient symptoms were not provided. The entire system was removed and the patient has recovered without sequela. Additional information has been requested from the physician.

Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when product evaluation has been completed.